Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. The customer left the pump to charge for 30 minutes, and the pump began charging. The customer continued to use the pump for insulin therapy.